Event description:
In 2008, the patient reported that the display of his infusion device was "going out" at one of the corners. He stated that the display was only partially visible. The infusion device was not dropped or exposed to water. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.